Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem technical support. Customer continued to use the pump for insulin therapy and will contact their health care provider for additional backup. There was no adverse impact to the customer¿s blood glucose level.